Event description:
It was reported that an 840 ventilator became inoperative when powered on. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and confirmed the reported condition. The se replaced the inspiratory module printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went inoperative when powered on. The ventilator was not on a patient at the time of the event. The insp pcb module duet was replaced an the unit was fixed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.